Manufacturer narrative:
Concomitant medical products: 4557m-53, lead, implanted: (B)(6) 1992.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had lead warnings and polarity switches for high impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.